Event description:
During a gastric bypass (rny) procedure, the doctor used a white reload across the small bowel. After firing, the staple line separated. The staples were not formed properly. The procedure was completed with another device. There was no pt consequence.